Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: it has been brought to our attention by nursing that they are having trouble with the item not functioning/flushing properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: 13 samples model 20159e were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position for 11 of the 13 samples. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the sets were attempted to be flushed. 11 of the 13 sets were successfully flushed. The customer complaint that the product us not functioning/ flushing properly was replicated. The root cause is unknown. A device history record review for model 22003e - 07 lot number 21119800 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA # 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: it has been brought to our attention by nursing that they are having trouble with the item not functioning/flushing properly.